Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer turned the pump back on and reloaded supplies to resume insulin therapy. Customer's blood glucose (bg) level was "high"; specific value was not provided. Reportedly, customer did not address bg and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.